Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump is delivering too little amounts of insulin during a programmed bolus. Caller reported experiencing elevated blood glucose levels of 250-350 mg/dl and that pump did not deliver a bolus. No adverse event reported. Requested return of the alleged device for evaluation.